Event description:
New information notes that a remote transmission was received for non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made. Patient condition is good.

Event description:
It was reported that the patient had alert an for non sustained lead noise episodes but no lead noise was presented. Reprogramming the device was recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.